Event description:
On (B)(6) 2008, it was reported that patient had return of patient symptoms. As of the date of this report, it was stated that there was a kinked catheter. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: (B)(6) 2002, explanted: unk. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) indicated the patient's weight was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2008, product type: catheter, the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot# (B)(4), ubd: 2004-04-22, UDI# (B)(4). Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 29-jan-2019 from the patient who reported that her ¿catheter went bad¿ and was replaced in 2008. Prior to the replacement she had a burning sensation and pain at the catheter site. No further complications were reported/anticipated.